Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were "power down, pump turned on" messages. A functional check was conducted and the reported "double beeps" issue was unable to be duplicated. The downstream occlusion sensor was replaced as a preventative measure.

Event description:
It was reported that smiths medical cadd legacy pump 64, double beep alarm. No adverse patient effects were reported.